Manufacturer narrative:
Patient¿s date of birth and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Date of implant is unknown. Approximately six months prior to revision. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is scheduled for revision of a clavicle plate on (B)(6) 2017 due to a nonunion. Original implant date is unknown, reportedly within the past six months of revision. A 3.5 lcp medial anterior clavicle plate will be removed and replaced with a superior clavicle plate. During the revision surgery on (B)(6) 2017, one (1) plate and nine (9) screws removed. All implants were removed intact, no fragments generated. Surgery was completed successfully with no reported harm to the patient. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(4).